Event description:
Same case as MDR ID# 2134265-2012-06682.same case as MDR ID# 2134265-2012-06683.it was reported that post a stenting treatment procedure the patient experienced chest pains.(B)(6) 2012 the patient had three promus element plus stents (3.00x8mm, 3.50x12mm and 2.75x16mm) placed in an unknown location in the coronary artery.(B)(6) 2012, the patient experienced chest pains, numbness and burning sensations in his arm and leg. The patient went to a cardiologist and the cardiologist switched the patient from a generic plavix to name brand plavix.additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product.age at time of event 18 years or older.device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).